Manufacturer narrative:
The reported event was spontaneous release was confirmed. As received, a complete catheter was returned with the tethers in misalign position. Examination found the catheter was bent consistent with procedural damage. X-ray examination found the release tether appeared to be slipped inside the tether screw. The buffet offset in aligned mode measured to be out of specification. The cause of the reported event was due to slipped tether.

Event description:
Related manufacturing reference number: 2017865-2023-37760. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter. The lp was implanted successfully. There were no patient consequences.